Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. In 2004, the patient developed left abdominal pain. A CT shows left ureteral obstruction with urinoma formation. The surgeon opines that the left ureteral implantation stricture was seen but no mesh was in the area indicating that it cannot be device related.

Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Ureteral obstruction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.